Manufacturer narrative:
(B)(4). After battery installation, unit received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, active current measurement, and self tests or verify failed batt test alarm due to the blank display. Unit had cracked battery tube threads, cracked case(battery tube), label damage. The unit p-cap / test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated they had damage at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.